Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the capsule was placed in the patient, the recorder continued to display 'waiting for ph capsule'. The recorder worked correctly during a previous procedure. The doctor did not want to place another capsule in case the issue is the recorder. There was no patient or user harm.